Event description:
It was reported that the right ventricular (rv) lead was successfully implanted. However, during positioning of the atrial lead the rv dislodged. After several attempts, the rv lead was re-positioned with good threshold. Approximately seven days after implant device check revealed high rv lead pacing threshold. The patient complained of tingling sensation in the chest during ventricular pacing, and ventricular perforation of the lead was suspected. The ipg settings were re-programmed, and the patient was placed under monitoring. Approximately three days later, x-ray photos indicated rv lead ventricular perforation. The rv lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis of the device memory indicated pacing capture threshold in the right ventricle(rv) was elevated. Analyst commented, daily capture trend shows ventricular capture steady at 2.5 volts from (B)(6) 2014.